Manufacturer narrative:
(B)(4).

Event description:
The lv and ra leads were explanted due to twiddler's syndrome. The hospital retained the leads. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.